Manufacturer narrative:
The customer complaint of no audio was confirmed. The defective primary speaker was replaced. Repair including function testing to test protocol was performed and the unit passed all testing. The unit was reset to standard/ factory settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that unit did not alarm when the patient¿s spo2 values desaturated. Customer indicated there was no patient harm with this event.